Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. P cap, reservoir locked properly in place. Pump received with cracked belt clip rail case corner. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had crack on it. Customer took a shower and flip it over from the bottom belt clip and wraps around from the up into a front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.